Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the image was not displayed due to a communication failure caused by a crushed cable. The cause of the cable failure could not be specified. During evaluation, it was also noted that an e311 error was displayed indicating the white balance could not be adjusted. This error occurred because the image was not displayed. The event can be prevented by following the instructions for use (IFU) which state: "·do not coil the camera cable with a diameter of less than 20 cm . ·never excessively pull the camera cable, but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object." In addition, the following non-reportable malfunction was found during the device evaluation, a damaged cable unit. A number of wires were found cut in the plate area of the charge-coupled device (ccd) unit but it was confirmed that the ccd sensor was free from any apparent defects. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image on the camera head before a procedure. The procedure proceeded with a similar device, therefore, there was no patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction regarding the image failure (no image).

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.